Event description:
Multiple false positive covid tests; I am a retired md. My neighbor has given me permission to send this info. She took home covid-19 test (quickvue) prior to a trip in (B)(6). Two tests in a row were positive. But, ihealth test was neg. And pcr test neg. A day later. On return home late (B)(6), she tested again. Same problem. On (B)(6) I had us try two different lots, each box containing two tests. She took one test from each box (lot) while I took the second test in each box. My neighbor tested positive. I (physician) tested negative to both. So, we each used two different lots and I consistently was negative, while she was pos. Pcr done next day was negative. No symptoms. Both of us fully immunized with four shots. Quickvue lots used: f40178, exp date 10/18/2023 and lot 3652963, exp date 9/19/2023. FDA safety report ID # (B)(4).